Event description:
Complainant alleged that while attempting to treat patient (ages & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patients subsequently sustained burns. The customer was unable to provide information on the degree of the burns.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please note this event was submitted on medwatch report 1218058-2022-00078, with the incorrect facility and product. This medwatch report is the correct facility and product.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photograph of the customer's report was provided. Review of the photograph did show reddening in the area of CPR. However, it was determined this is consistent with CPR compressions and an expected outcome from CPR. A full DHR review for the part number and identified lots did not find any related complaints or discrepancies. The corpuls sensor has no therapy capablilities and the reddening observed cannot be from a burn from the delivery of electrical therapy. The corpuls sensor has undergone biocompatibility testing during it's design to ensure the materials being used were not likely to cause an adverse reaction. Furthermore, the benefit of providing high quality CPR when using the zoll CPR puck outweighs the risk of receiving skin irritation during the CPR process. Analysis of reports of this type has not identified an increase in trend.